Manufacturer narrative:
Authors: kang, si-hyuck; chae, in-ho; park, jin-joo; lee, hak seung; kang, do-yoon; hwang, seung-sik; youn, tae-jin; kim, hyo-soo; nlm journal name: jacc. Cardiovascular interventions year: 2016 issue: 12 title: stent thrombosis with drug-eluting stents and bioresorbable scaffolds: evidence from a network meta-analysis of 147 trials ref: http://dx.doi.org/10.1016/j.jcin.2016.03.038.

Event description:
In the study, the safety of various contemporary des in terms of the risk of stent thrombosis (st) or device thrombosis was compared. A total of 147 trials including 126,526 patients were analysed in the study. Endeavor zotarolimus-eluting stents and resolute zotarolimus-eluting stents were used. Patient outcomes include death, stent thrombosis, myocardial infarction, target lesion revascularisation and target vessel revascularisation.